Event description:
It was reported that the patient experienced replacement surgery of an artificial urinary sphincter (aus) device as the pressure regulatory balloon (prb) seems to be leaking saline but no leak decree after explant test. The pressure regulatory balloon was explanted. A new prb was implanted. The patient outcome was expected to be fully recovered.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The balloon component was visually inspected, microscopically examined, and tested for leaks. No visual damage or abnormalities were found. The balloon passed the leak test and did not pass functional testing. The pump component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted and no leaks were identified in the pump. The pump was not functionally tested due to the confirmed malfunction in the balloon. The cuff component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted and no leaks were identified in the cuff. Inspection of the remainder of the device revealed no damage or irregularities. Analysis did identify a malfunction with the balloon component.

Event description:
It was reported that the patient experienced replacement surgery of an artificial urinary sphincter (aus) device as the pressure regulatory balloon (prb) seems to be leaking saline but no leak decree after explant test. The pressure regulatory balloon was explanted. A new prb was implanted. The patient outcome was expected to be fully recovered.